Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a prominent protrusion of the neuroelectrodes and bifurcated connectors in the left flank, as well as pain and tenderness at the left flank site. The pt also has wound dehiscence at the incision site. The pt underwent an examination on (B)(6) 2010. On (B)(6) 2011, the pt underwent a surgical revision to adhere the bifurcated connector to the underlying fascia in a flat row and place the neural electrode in a flat fashion in the subcutaneous pocket.